Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the transseptal puncture was performed using fluoroscopic, and transesophageal echocardiography (tee). After the placement of the sheath in left atrium, the sheath moved back into to right atrium due to the patient's very complex and not conventional anatomy of the interatrial septum. To obtain transseptal access again, steps were taken to engage the fossa ovalis, and an atrioventricular (av) block was observed. The procedure was interrupted, and the patient was put on temporary pacing to resolve the av block. The transesophageal echocardiography did not show any pericardial effusion. The physician stated that the av block was caused by mechanical bumping of the sheath on the his bundle and was related to the procedural maneuvering. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.